Event description:
Procedure: esophagectomy. According to the reporter: the anvil did not stay connected and kept coming apart. The surgeon had to over-sew the anastomosis. The staple line was not completed. There was a missing donut after firing and also a post-operative content leak. The patient was re-operated on to correct the leak. Surgery time was not extended by 30 minutes or more. There was no blood loss of 500cc or more. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).